Event description:
The customer reported that the printer on the 6800 system was not feeding the film. There is an issue with the print quality. No patient injury was reported.

Manufacturer narrative:
The service rep exchanged the transport ring and cleaned the printer feed roller. The printer operates as intended.